Event description:
Opened angiojet solent dista for a thrombolysis case. Went to prime the catheter and it would not prime all the way. Reset the alarm couple times, still did not work, then we had to get another one. When we opened the track there was saline under the balloon pump track.